Event description:
Information was received from a health care provider (hcp) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the pt said the ins does not work and pt's doctor "disabled it". Caller then stated pt's daughter said that pt has such a big bladder prolapse that the interstim was not giving her any benefit. Pt's daughter also stated that pt's hcp was going to "re-do" the surgery and then turn stimulation back on.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.